Manufacturer narrative:
Correction to section h4 - device mfg date: corrected from 9/9/2024 to 9/18/2024. Updated information is section d3 - email; and section g1 - mfg site email. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending did identify an increase in complaints for the architect free t4 reagent and for the complaint lot 68900ud02. However, in-house testing was completed which concluded the complaint lot met acceptance criteria, demonstrating that the lot is performing as expected. Device history record review did not identify any non-conformances, potential nonconformances, or deviations associated with the likely cause lot number and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect free t4 reagent lot 68900ud02 was identified.

Event description:
The customer observed falsely elevated architect free t4 results generated for patient samples. The following data was provided (customer¿s reference range 9.01-19.05 pmol/l): sample ID (B)(6) initial result = 27.3 pmol/l, repeat = 19 pmol/l. Sample ID (B)(6) initial result = 22.9 pmol/l, repeat = 17.5 pmol/l. No impact to patient management was reported.

Event description:
The customer observed falsely elevated architect free t4 results generated for patient samples. The following data was provided (customer¿s reference range 9.01-19.05 pmol/l): sample ID (B)(6) initial result = 27.3 pmol/l, repeat = 19 pmol/l. Sample ID (B)(6) initial result = 22.9 pmol/l, repeat = 17.5 pmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: (B)(6). Section e1 - address 1 complete entry = (B)(6). All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number 07k65, that has a similar product distributed in the us with the same list number, and a 510k/PMA/bla number of k173122.